Event description:
It has been reported that during a laparoscopic colon procedure, the tissue pad of the device get detached and it was smoking too during the procedure. An other like device was used to finish the procedure. No patient consequence were reported.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad melted and partially detached. The device was connected to a test handpiece and generator and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a valid batch number or lot number so therefore we were unable to review the manufacturing records.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Unknown, assumed 1st day of month ((B)(6) 2012) that complaint was reported